Event description:
It was reported that this left ventricular (lv) lead was noted that it was not working in any vector and confirmed via x-ray that it was dislodged. This lead was explanted and replaced. The lead is available for evaluation. No additional adverse patient effects were reported.